Event description:
It was reported that a single strut fracture was noted as an incidental finding on a lumbar film taken in 2007. No intervention will be performed. The indication for filter implant was dvt, implanted via femoral approach in the ivc in 2006. A lumbar film taken in 2007, showed the fracture, and the account was informed on jan 7, 2008. The pt is stable, with no impact from the filter strut fracture. It was stated that there were no known anatomical considerations present that may have contributed to the stent fracture. The prod was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. With the limited amount of info available and without the return of the prod or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.